Manufacturer narrative:
Onsite investigation of the involved devices was conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The investigation was witnessed by a hospital representative. The retrospective patient database was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 12:28 p.m. A 14 beat run of ventricular tachycardia (vtach) did not alarm at the telemetry central station. No one was injured as a result of this event.

Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show the presence of normal sinus beats within a burst of artifact. No ventricular tachycardia occurred, therefore no run alarm was generated. The device performed to specifications. This report is considered final and the issue is closed.